Event description:
The following has been reported: "error 01-motor rotation. Defective optosensor was diagnosed on the device. This defective part replaced. After replacing this kit, device is funcional and safe. Quality control performed after repair. Repair was done by our distributor (trained person)." Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.